Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that it was very difficult to unlock the pump using the up arrow and down arrow keypad buttons and the button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be fully intact; no damage was observed. The original complaint of difficulty unlocking the pump was not confirmed or duplicated during evaluation; the pump unlocked on demand. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast keypad buttons responded appropriately. During investigation, there was evidence of contamination found under all of the keypad contacts. The keypad button symbols were found to be worn off and unreadable, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.